Event description:
The lead was implanted without problems, but when the physician tried to connect the lead to the extension he noticed that the proxymal part was damaged. The lead was replaced and the patient was okay.

Manufacturer narrative:
(B)(4).